Manufacturer narrative:
Concomitant medical products: product ID 3998, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported the patient had the implantable neurostimulator (ins) removed in 2001, but the leads were not removed. It was noted the ins was removed because "a cord was protruding from his back, causing pain." It was noted the change in therapy/symptoms was sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.